Manufacturer narrative:
Evaluation summary: the instrument was returned empty, with the lockout fired through and the anti-backup non-functional. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a thyroidectomy procedure, clips were delivered, but applier was hard to fire. Used another like device. There was no adverse pt consequence.